Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meters. Results as follows: date: (B)(6) 2011, inratio: 0.9 (meter #1), 2.5 (meter #2). No therapeutic range given, though caller states that the 2.5 inr was in range for pt.